Event description:
The event is reported as: the circuit failed the leak test prior to pt use. It was noticed that the blue corrugated tubing is splitting at the seam at the white connector. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.